Event description:
Reporter indicated that vns pt was explanted due to infection at both the pulse generator/pocket and bipolar lead/cervical areas. Twenty two mons after generator replacement surgery, the pt developed some redness and swelling on the neck in the area of the lead electrodes. The pt had no other clinical symptoms at this time. Approx one wk later, the pt's mother noted a "reddish hard spot" that "bulges out" immediately under the neck incision. The lump did not appear to be painful and did not look infected. The pt had not experienced any recent njury or trauma in the neck area, however, it was reported that when the pt throws a tantrum, it is common for a caregiver to pick him up off the neck area; however, it was reported that when the pt's mother reported that the neck incision had since turned very red and "mushy". The pt was hospitalized the following day for antibiotic treatment. Treating physician indicated that it was not clear whether or not the area was infected as the pt was at puberty and the spot on the neck incision looked like a pimple. Approx 3% mons later, the pt was explanted due to infection. The pt had not undergone any other surgical or dental procedure or invasive monitoring either three mons per or post generator replacement surgery and is not implanted with any other devices. Treating physician indicated that the pt did iritate/scratch at the incision site and swab cultures were positive for pseudomonas, a gram-negative bacterium found in soil and water. Since generator replacement surgery took place 22 mons prior to the onsert o symptoms, it is unlikely that the infection is a result of the surgical procedure. Additionally, it is unlikely that the reported infection is related to the ncp system as sterilization was confirmed to both the lead and generator and investigation to date contains neither allegation nor indication that sterility was compromised. Based on available info, it is likely that the reported event is a result of pt manipulation of the incision site.